Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was impacted (317 mg/dl). The customer stated that she had been recently hospitalized due to a stomach illness (not diabetes related) and that her elevated blood glucose level may have been due to a combination of both the pump stopping and having been sick.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.